Manufacturer narrative:
(B)(4). Date sent: 10/17/2023. D4: batch # 982a76. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 982a76, and no non-conformances were identified.

Event description:
It was reported that the ec45a can not anastomosis tissue well after firing. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "can not anastomosis tissue well "? Yes, please check as below. 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Most of the staples look like normal(b- forms), but some part of the staples like malformed. 3. Was the staple line interrupted; staples not present/visible on any portion of the staple line? The staple line was continue, and all the line had the staples. A manufacturing record evaluation was performed for the finished device ec45a lot number x9663t and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.